Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿aok boss calls for stricter laws after revelations about implant defects.¿ augsberger allgemeine online. Published online 2018-11-27. Https://www.augsburger-allgemeine.de/. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had the implantable cardioverter defibrillator (ICD) system removed due to an unspecified reason. The status/location of the system is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: further review prompted a change in the product involved. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had the lead removed due to an unspecified reason. The status/location of the lead is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.